Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a fibrous material was observed inside the burette of an interlink buretrol set. This occurred before patient use of the device. The reporter stated that the fiber was observed after filling the set with total parenteral nutrition (tpn) from a non-baxter solution bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual, microscopic, and spectroscopic inspection confirmed a particle in the burette chamber to be a 2.4 mm long sliver of white acrylonitrile butadiene styrene (abs) material. It was not possible to determine the exact source of the abs material and whether it derived from the material of the spike or burette caps, or some other source. Therefore, the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.